Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11d. Retainer ring=clear. On (B)(6) 2021 customer called in with the following concern: battery only lasting a few days. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was successfully downloaded using thus software. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that no alarms were found to confirm complain code. The power management report confirms abnormal behavior of unloaded vlith voltage and loaded vlith voltage. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assembly. Disconnected and reconnected the internal battery connector at j6 pcba 1. Monitored unit and redownload the power management report. The power management parameters vs elapsed times was within spec. This behavior was cause by the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). However, corroded battery tube noted during visual inspection. No physical damage noted during visual inspection. In conclusion, no low battery alarms or unexpected battery power loss noted during download review or during testing. However, corroded battery tube was noted during visual inspection.

Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.